Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 24 x 3.50 stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24x3.5mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatation, a 24mmx3.50mm promus premier stent was advanced to treat the lesion. However, the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24x3.5mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatation, a 24mmx3.50mm promus premier stent was advanced to treat the lesion. However, the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.